Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, acquired between (B)(6) 2020 and (B)(6) 2020 was analyzed. The pacing impedance trend curve showed an initially gradual increase from 700 ohms to 1050 ohms, subsequent decreases below 200 ohms since (B)(6) 2020 and eventually an increase to greater than 3000 ohms. The analysis of the provided iegm episodes revealed artifacts on the farfield, the atrial and the rv channel. Furthermore the reported loss of capture was evident in the iegm freezes. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the pacing impedance is high (greater than 3000 ohms) and there is loss of capture.